Event description:
It was reported that a small volume folfusor had a particle (possibly plastic) in the tube. This was discovered during preparation, when the device was about to be filled. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: lot 22j024 was manufactured from september 20, 2022, to september 21, 2022. H10: the device was received for evaluation. Visual inspection noted a clear particle the same color as the tubing line embedded in the material of the tubing line. The particle was not in the fluid path. The particle was identified to be polyvinyl chloride (pvc) material via ftir test (fourier-transform infrared spectroscopy). Pvc is the material of the device tubing line which indicates the clear particle was not a foreign matter. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. Particulate matter outside of the fluid path does not impact the product delivered to the patient and therefore, is unlikely to cause harm. This issue does not impact the sterile pathway. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.